Manufacturer narrative:
The unit was not returned to the service center for evaluation. As part our investigation, the technical center assistance (tac) spoke with the customer in an attempt to troubleshoot the issue. The customer informed (tac) that troubleshooting was not possible since the caller was not near the unit. On may 6, 2021, the customer called in and stated that they have been using the cv-190 system through a few cases with no issue. The customer advised they are not sure if it was user error, but they had not made any changes and everything seems to working now. An investigation is ongoing to obtain to additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that there was no image on the video system, when connected to a 190 series scope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer on may 29, 2020. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: since there was a report saying that the problem was solved, we surmised that the phenomenon was caused by a temporary factor. As a temporary factor, there might be a waterdrop or foreign object (dust, residue of medical solution, and the like) adhered to the electrical contacts of the endoscope, processor, or light source. It is also possible that the endoscope was not properly connected. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer confirmation of contents described in the instruction manual the following description is stated in the instruction manual of cv-190 (6.3 connection of an endoscope). This may have prevented the indication phenomenon. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.